Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The motor passed the motor test. No motor error alarm, no unexpected low battery alarm and no off no power alarm noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that they received off no power alarm without a low battery alert. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind the insulin pump. The customer declined to troubleshoot for off no power alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.